Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported that the outer casing was broken. The functional evaluation found that the device failed to charge and could not maintain pressure, establishing a relationship between the device and the reported event. The root cause identified as a defective dc inlet port and a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys go had a broken case. During service evaluation the device was found unable to operate on ac or battery power and could not recharge the battery. Additionally, the device was unable to generate and control negative pressure. No patient was involved.